Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Loss of sensing as well as loss of capture were observed on the right ventricular (rv) lead. The lead was explanted. The patient's condtion was stable.